Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 2018-04-18, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 2016-12-17, UDI#: (B)(4). The previously applied conclusion code pertains to the pump. The conclusion code pertains to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. Upon opening the pocket to reposition the pump for better patient comfort, it became apparent the catheter had become separated at the connection colette. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being not applicable. The catheter was replaced. The hcp was notified that the explanted product should be returned for analysis. The explanted product was in possession of the hospital. The complete catheter components were explanted. The catheter component with serial number (B)(4) was to be returned to the manufacturer and the catheter component with serial number (B)(4) was discarded by the hcp. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history was indicated as having been requested but was unknown. It was noted that the hcp had no further information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2018 from a health care professional (hcp) regarding a patient receiving morphine (5 mg/ml at 2.64 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that "for over a month now" the patient had abdominal/pelvis pain. "Two weeks ago" the pump moved outside of the pocket and a pocket revision was scheduled for (B)(6) 2018. It was also noted that the patient thought she heard "her alarm (B)(6) 2018 or heard a ticking noise." The caller stated she could hear the ticking noise when she listened closely to the patient's abdomen. The caller confirmed there were no alarms or alerts in the pump logs, no volume discrepancies and no issues with the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient lost weight and now the pump was loose in the pocket. The pump was moving in the pocket. The patient had surgery (B)(6) 2018 to anchor the pump securely. The issue was resolved, and patient status was alive with no injury. Patient weight was (B)(6). Medical history was asked and will not be made available.